Manufacturer narrative:
The investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records.

Event description:
(B)(4)- the dentist reported that the dental implant was removed during its installation surgery by clinician decision. Fenestration has occurred. Moroever, the patient presented insufficient bone quality/quantity (bone type ii)a nd immediate implant was performed.